Event description:
It was reported that the patient presented for an implant procedure. During the procedure while slitting the catheter, the right ventricular lead dislodged. The lead was removed and replaced. The patient was in stable condition.